Event description:
A customer reported a tubing separation. Details are as follows: a propofol drip was infusing on an alaris pump module. The nurse found the IV tubing cut-off proximal to the safety clamp fitment and hanging on the floor. Approximately 30-40 mls of propofol leaked out. There was no pt harm or medical intervention. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Only the lower part of the set was returned. The upper part, from the upper filament to the drip chamber, was not sent in. The investigation is pending and a f/u report will be submitted with the results of the investigation once it has been completed.